Manufacturer narrative:
Initially it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Every time they would pull back on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, they were getting air. This occurred after the sheath was flushed, they inserted the sheath into the heart and every time they pulled back, they would get air bubbles. When the catheter was replaced, the issue resolved. There was no patient consequence reported. Clarification was received on 26-oct-2023 stating that the sheath was replaced and the issue was corrected. It had nothing to do with the catheter. The bwi product analysis lab received the device for evaluation on 26-oct-2023. The device evaluation was competed on 16-nov-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an air bubble issue occurred. Every time they would pull back on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, they were getting air. This occurred after the sheath was flushed, they inserted the sheath into the heart and every time they pulled back, they would get air bubbles. When the catheter was replaced, the issue resolved. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.